Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was not connected to external devices due to high impedances. As a result, the patient was brought back into the operating room and the ipg was replaced. Therapy was restored following the procedure.

Manufacturer narrative:
The reported event of high impedance/wireless comm issue was not confirmed. As received the ipg communicates successfully with lab utilities. The return ipg passed all functional testing at lab bench and onto the autotester. No root cause was identified for the reported.